Manufacturer narrative:
All available information was investigated, and the reported single gripper actuation issue and clip caught on chordae could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported single gripper actuation issue and clip caught on chordae were unable to be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 4 and a prolapsed septal. An ntw clip was inserted and was advanced under the valve. However, the clip became caught in the chordae and was unable to be removed. At this point, it was observed that one gripper was not functioning as intended. Troubleshooting was performed. The clip was unable to be removed. Although the clip remained caught on the leaflet, it was able to grasp both leaflets, reducing tr to a grade of 2. There was no clinically significant delay in the procedure.